Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low amplitude, leading to oversensing. An inappropriate electric shock was delivered. Additionally, it was noted that the patient has covid. Reprogramming efforts were performed and the plan is continuing to be monitored. The s-ICD system remains in service and no additional adverse patient effects were reported.